Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the rep that the initial use/pedal engagement of hp053 unit, there was complete tone out. A second disposable hdh05 was pulled and connected. Still had a toned out. A second generator was brought in and still had a toned out (a test was done on the handpiece and had toned out). An old style white handpiece was used with generator and everything worked okay to complete the case. There was an extended or time of 15 minutes.